Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer was attempting to do a bolus and the numbers kept scrolling, then the device alarmed. Customer's blood glucose was 135 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis. Customer did mention the alarm has been reoccurring for about two months.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted and no display anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.